Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery depleted, resulting in shut down. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. Customer's blood glucose (bg) level was over 500mg/dl with high ketones; which was corrected with a manual injection. The customer continued to use the pump for insulin therapy.